Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), pelvic pain ('pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), rheumatoid arthritis ('rheumatoid arthritis'), diverticulum ('2 surgeries for diverticular'), systemic lupus erythematosus ('lupus'), genital haemorrhage ('gen. Abnorm. Bleed'), sjogren's syndrome ('sjogren's') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 1992, (B)(6) 1999,(B)(6) 2007), inability to work and chemotherapy. Previously administered products included for prevent pregnancy: depoprovera in 2006; for an unreported indication: depoprovera. Concomitant products included aciclovir (acyclovir) since 2013, alprazolam (xanax) from 2014 to 2017, dexamethasone sodium phosphate (decolite) since 2014, hydroxychloroquine since 2013, meloxicam since 2013, ranitidine since 2017, tramadol since 2015, vilazodone hydrochloride (viibryd) from 2014 to 2017 and vitamin d nos (vitamin d) since 2013. In 2007, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), osteoarthritis ("osteoarthritis"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fibromyalgia ("fibromyalgia"). On (B)(6) 2007, the patient had essure inserted. In 2012, the patient experienced urethral disorder ("urethral deformities"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), diverticulum (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anaemia"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy- rash/skin condition,"), hypersensitivity ("hypersensitivity"), sjogren's syndrome (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder probs.,"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), seizure (seriousness criterion medically significant) and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors,"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and two surgeries for diverticular in 2012 and 2014). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, diverticulum, dyspareunia, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, sjogren's syndrome, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased and weight decreased outcome was unknown, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, anxiety, depression, osteoarthritis, thyroid disorder, urethral disorder, dysmenorrhoea, alopecia, fibromyalgia and vulvovaginal pain had not resolved and the vaginal haemorrhage, menorrhagia, iron deficiency anaemia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, diverticulum, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, nausea, neoplasm, nervous system disorder, osteoarthritis, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatoid arthritis, seizure, sjogren's syndrome, systemic lupus erythematosus, thyroid disorder, tooth disorder, urethral disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), pelvic pain ('pain/pelvic pain'), abortion spontaneous ('miscarriage'), rheumatoid arthritis ('rheumatoid arthritis'), diverticulum ('2 surgeries for diverticular'), systemic lupus erythematosus ('lupus'), sjogren's syndrome ('sjogren's') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 1992, (B)(6) 1999,(B)(6) 2007), inability to work and chemotherapy. Previously administered products included for prevent pregnancy: depoprovera in 2006; for an unreported indication: depoprovera. Concurrent conditions included abnormal uterine bleeding. Concomitant products included aciclovir (acyclovir) since 2013, alprazolam (xanax) from 2014 to 2017, dexamethasone sodium phosphate (decolite) since 2014, hydroxychloroquine since 2013, meloxicam since 2013, ranitidine since 2017, tramadol since 2015, vilazodone hydrochloride (viibryd) from 2014 to 2017 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), osteoarthritis ("osteoarthritis"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced urethral disorder ("urethral deformities"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). In 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), diverticulum (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anaemia"), genital haemorrhage ("gen. Abnorm. Bleed"), dermatitis allergic ("allergy- rash/skin condition,"), hypersensitivity ("hypersensitivity"), sjogren's syndrome (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder probs.,"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), seizure (seriousness criterion medically significant) and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors,"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and two surgeries for diverticular in 2012 and 2014). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, diverticulum, dyspareunia, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, sjogren's syndrome, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased and weight decreased outcome was unknown, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, anxiety, depression, osteoarthritis, thyroid disorder, urethral disorder, dysmenorrhoea, alopecia, fibromyalgia and vulvovaginal pain had not resolved and the vaginal haemorrhage, heavy menstrual bleeding, iron deficiency anaemia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, diverticulum, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, iron deficiency anaemia, nausea, neoplasm, nervous system disorder, osteoarthritis, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatoid arthritis, seizure, sjogren's syndrome, systemic lupus erythematosus, thyroid disorder, tooth disorder, urethral disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Insertion date: (B)(6) 2007 (discrepancy noted). Both essure devices showed three to eight coils in perfect placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received. Reporters information, rcc and medical history added. Event genital haemorrhage and pregnancy with contraceptive device seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), pelvic pain ('pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), rheumatoid arthritis ('rheumatoid arthritis'), diverticulum ('2 surgeries for diverticular'), systemic lupus erythematosus ('lupus'), genital haemorrhage ('gen. Abnorm. Bleed') and sjogren's syndrome ('sjogren's') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 1992, (B)(6) 1999, (B)(6) 2007), inability to work and chemotherapy. Previously administered products included for prevent pregnancy: depoprovera in 2006; for an unreported indication: depoprovera. Concomitant products included aciclovir (acyclovir) since 2013, alprazolam (xanax) from 2014 to 2017, dexamethasone sodium phosphate (decolite) since 2014, hydroxychloroquine since 2013, meloxicam since 2013, ranitidine since 2017, tramadol since 2015, vilazodone hydrochloride (viibryd) from 2014 to 2017 and vitamin d nos (vitamin d) since 2013. In 2007, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), osteoarthritis ("osteoarthritis"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fibromyalgia ("fibromyalgia"). On (B)(6) 2007, the patient had essure inserted. In 2012, the patient experienced urethral disorder ("urethral deformities"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), diverticulum (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anaemia"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy- rash/skin condition,"), hypersensitivity ("hypersensitivity"), sjogren's syndrome (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder probs.,"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), seizure ("seizures") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors,"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and two surgeries for diverticular in 2012 and 2014). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, diverticulum, dyspareunia, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, hypersensitivity, sjogren's syndrome, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased and weight decreased outcome was unknown, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, anxiety, depression, osteoarthritis, thyroid disorder, urethral disorder, dysmenorrhoea, alopecia, fibromyalgia and vulvovaginal pain had not resolved and the vaginal haemorrhage, menorrhagia, iron deficiency anaemia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, diverticulum, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, nausea, neoplasm, nervous system disorder, osteoarthritis, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatoid arthritis, seizure, sjogren's syndrome, systemic lupus erythematosus, thyroid disorder, tooth disorder, urethral disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : new events added : "dyspareunia (painful sexual intercourse) ,apareunia, abdominal, back, anemia, gen. Abnorm. Bleed, rash/skin condition, hypersensitivity, breakage/ expulsion: breakage, sjogren's, psych injury, bladder probs.,urinary probs.,bladder infect., uti, vag. Discharge, fatigue, gi conditions, dental probs.,hormonal changes, headaches, nausea, nuero condit/prob, seizures, tumors, vision probs, weight gain, weight loss". Outcome of events, " gen. Abnormal. Bleed , anemia, menorrhagia (heavy menstrual bleeding) " were changed to "recovered/resolved". Patient's information was updated. Essure insertion date was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), rheumatoid arthritis ('rheumatoid arthritis'), diverticulum ('2 surgeries for diverticular') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 1992, (B)(6) 1999, (B)(6) 2007), inability to work and chemotherapy. Previously administered products included for prevent pregnancy: depoprovera in 2006; for an unreported indication: depoprovera. Concomitant products included aciclovir (acyclovir) since 2013, alprazolam (xanax) from 2014 to 2017, dexamethasone sodium phosphate (decolite) since 2014, hydroxychloroquine since 2013, meloxicam since 2013, ranitidine since 2017, tramadol since 2015, vilazodone hydrochloride (viibryd) from 2014 to 2017 and vitamin d nos (vitamin d) since 2013. In 2007, the patient had essure inserted. In 2007, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), osteoarthritis ("osteoarthritis"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced urethral disorder ("urethral deformities"). In 2014, the patient experienced anxiety ("anxiety"), depression ("depression") and alopecia ("hair loss"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulum (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and two surgeries for diverticular in 2012 and 2014). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, anxiety, depression, osteoarthritis, thyroid disorder, urethral disorder, dysmenorrhoea, alopecia, fibromyalgia and vulvovaginal pain had not resolved and the pregnancy with contraceptive device, abortion spontaneous and diverticulum outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, diverticulum, dysmenorrhoea, fibromyalgia, menorrhagia, osteoarthritis, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, systemic lupus erythematosus, thyroid disorder, urethral disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information, historical drug, concomitant drug, medical history added. This case become incident. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia, pregnancy (stillbirth or miscarriage), device ineffective, anxiety, depression, rheumatoid arthritis, osteoarthritis, lupus, thyroid issues, urethral deformities, dysmenorrhea (cramping), pain/pelvic pain, hair loss, fibromyalgia, vaginal pain, she did not undergo essure confirmation test, 2 surgeries for diverticular. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.